Event description:
Nellcor puritan bennett received a call from a representative of nellcor bennett on 01/17/2000. Sales rep called to report the following problem: achieva vent alarmed high pressure and setting error. Meter dropped to 10 and held there for 4 breaths. Had a flow meter and pressure transducer in line and confirmed unit was not delivering breaths. The same results were found with 2 achieva vents. Unit did not alarm low pressure. Pt would grunt or try to speak when alarm conditions were triggered. Vent would recover after 4 or so breaths. Pt had to be bagged.